Event description:
The customer reported via phone call that she has been waking up for two weeks with high blood glucose over 500 mg/dl. Customer stated she treated with a bolus and when checking her blood glucose 2 hours later, it rose to over 600 mg/dl. She did a complete set change and bloused again but she was still high in the 400 mg/dl range. Customer is treating with manual injections. Current reading is 99 mg/dl. The customer mentioned being hospitalized 3 times in the past with diabetic ketoacidosis due to bent cannula and stomach flu. Customer was wearing an insulin pump at the time of the events. The customer declined troubleshooting as she was feeling anxious and overwhelmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.